Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous coronary intervention procedure, difficulties crossing the lesion occurred. The physician was treating a lesion located in the severely calcified mid left anterior descending (lad) artery. This 2.75x20mm promus element stent was not able to cross the lesion. The procedure was completed with balloon angioplasty. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). The complaint device was returned for analysis with solidified contrast media present within the entire length of the inflation lumen. An examination of the device identified distal stent damage. One strut was raised distally. The outer diameter of the stent was measured where damage was not noted and found to meet specification. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).